Event description:
In 2006 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The med affairs spec spoke to the pt four days after the pt's wife found him in bed, "unconscious" and with a "cold sweat". She immediately tested his blood glucose, got a reading of "321 mg/dl," and then called the paramedics. The paramedics arrived within 2 mins and tested his blood glucose. They obtained a reading of "14 mg/dl" using an unidentified device and admin an IV (unk contents). He was also given a "glucagons" injection. By around 6:35 am, the pt had regained "partial consciousness" but was still taken to the hosp by the paramedics. In the hosp, a reading of "23 mg/dl" was obtained using an unidentified device. After the pt was stabilized, he was discharged from the hosp around 1:00 or 2:00 pm without any symptoms. The pt stated that the day before the event, he did not have any symptoms and felt fine. He ate dinner around 4:30-5:00 pm and took his prescribed daily dosage of 15 units "nph" insulin. The pt state "nph" daily with the following disages: 25 units in the morning, 20 units around lunch time, and 15 units at dinner time. At about 9:00 pm that same day, the pt tested his blood glucose and got a reading of "526 mg/dl." As a result, the pt gave himself 8 units of sliding-scale. "Regular" insulin. No changes were made to the pt's medication/treatment regimen as a result of the event. The customer care advocate (cca) verified that the pt was using the correct techniques for cleaning and testing with the meter. The test strips were in good condition and the meter was coded properly. The meter, test strips, and control solution were replaced. The pt's symptoms did not correlate with the reported meter result. He was treated for hypoglycemia by hlthcare professionals.